Event description:
Additional information received noted the pacemaker system was explanted on (B)(6) 2020. No patient symptoms were reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-10708. It was reported that the patient experienced an infection. No details about the infection were provided. Programming changes were made to turn off pacing and therapies during an unrelated procedure to replace the mitral valve. The surgeon noted he was going to cut the lead during this surgery and elected to deal with the infection later. The patient was stable.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).